Event description:
It was reported to boston scientific that when taking the 4th biopsy during the procedure a snap was heard and the biopsy jaws would not close. Procedural outcome was reported as good. No patient complications were reported as a result of this event. The patient's condition was reported as "good."

Manufacturer narrative:
The visual examination showed kinks at 90 cm and 94 cm measured from the distal tip of the unit. Also, an acute kink is observed adjacent to the tip of the distal retainer. A functional test was performed by actuating the handle; however, the jaws did not respond. The core wire fractured at a 45 degree angle in shear/tear that resulted from a bending/tensile overload. The evidence presented by the incident device suggests that multiple kinks were induced while advancing the forceps through the scope that prevented the jaws from closing properly, and an attempt was forcibly made to collect the fourth sample, thus causing fracture of the core wire that resulted form a bending/tensile overload. Based on the investigation conducted, there are no material defects and/or dimensional anomalies that may have caused and/or contributed to the reported incident. A review of the device history record was performed and revealed no anomalies.